Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon opening the package of a cypher select + 3.50x13mm stent, the reporter indicated that the stent itself was found cracked. There was no damage to the outer packaging. One non-sterile cypher select + 3.50 x 13mm was received in its plastic bag. The sds did not show damage. The stent was received mounted on the balloon without any damage. The stent was between the marker bands and no damages were detected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed. Neither the DHR review results nor the product analyses suggest that the issue reported is related to the manufacturing process since no damages were found. Therefore no corrective action will be taken.

Event description:
Upon opening the pack, the cypher select + 3.50x13mm stent was found damaged. Additional information received stated the stent itself was found cracked. There was no damage to the outer packaging.